Manufacturer narrative:
If explanted; give date: (n/a) not applicable as the lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zxt300 toric multifocal intraocular lens (iol) was implanted in the patient's left eye on (B)(6) 2018. The lens originally placed at 175 degrees was measured at 20 degrees on (B)(6) 2018. Additional information was received and it was learnt that the patient will be seen again on 09/10/2018 for re-measurement and a decision will be made if the lens will be repositioned or if lasik (laser-assisted in situ keratomileusis) procedure will be performed. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.